Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
Recall: 1627487-07262012-002-r, 1627487-12192011-003-r . This ipg serial number was included in multiple field advisories.

Event description:
It was reported the patient stopped charging their ipg as recommended due to longer recharging sessions, rendering the ipg inoperable. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored after surgery.